Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-10146, 1627487-2013-10148. It was reported, the pt's ((B)(6)) stimulation is not as effective as it used to be and is being delivered to unintended areas. In addition, the pt reported feeling stimulation after the ipg had been turned off. Diagnostic testing revealed invalid impedances. The next planned course of action is to obtain x-rays in an attempt to determine the cause of the reported issue. Please note: implant dates and additional device information has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.